Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 17 days. Manufacturer's investigation conclusion: the pump remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to drainage and erythema at the percutaneous lead (driveline) site. Treatment was initiated with ciprofloxacin and doxycycline for a 7-day course for the infection. Bacterial cultures were (B)(6). Treatment for the infection was continued with the antibiotics given due to the appearance of the driveline exit site. No further information was provided.